Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
About 20 years ago, patient was implanted with unk stryker product by tha. Revision surgery occurred on (B)(6) 2019. Update: per correspondence, attached to cross-referenced pi, reason for revision was "pe wear."